Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the patient experienced bradycardia. It was also reported that the right ventricular (rv) his bundles lead had reduced slack and dislodged, causing ventricular pacing failure, secondary to the implantable pulse generator (ipg), "falling out of the pocket," with the patient in a standing position. Both the rv his bundle lead and ipg were revised and remain in use. No further patient complications have been reported as a result of this event.